Manufacturer narrative:
The device was reported after treatment, was not returned for evaluation. With all additional information provided, we have not been able to establish a relationship between the device and the reported event or determine a root cause. No batch /lot number has been provided, rendering a review of the device history not possible. A complaint history review found other related failures. Probable cause maybe a component failure. There were no indications, that would suggest that the device did not meet product specifications upon release into distribution. Smith and nephew will continue to monitor for any adverse trends relating to this product. No further investigation is required.

Event description:
It was reported that a call from (B)(6) was received, he said the renasys touch he had on a patient was alarming 'canister full'. There was no fluid in the canister, he was sure there wasn't a leek and he had done all the trouble shooting he could do to resolve the alarm. I said I think the canister needs to be changed, he didn't have a canister on him that he could change it to, he was going to go back to cairns hospital (where patient had come from) to see if they could get the patient a new canister. He didn't have a batch number for the canister.